Event description:
The vaxcel pasv PICC that had been therapeutically placed in a patient exhibited a hole in the catheter that was located distal to suture wing at the 0cm mark on the catheter. There was no information from the complainant of how long the device had been implanted in the patient. No sequelae was identified by the complainant as a result of the reported problem.